Manufacturer narrative:
The device has not been returned to mmdg for evaluation. Because the actual device could not be inspected, mmdg has been unable to confirm the complaint.

Event description:
The initial reporter stated that the pump displayed an air in line alarm that they were not able to clear, despite efforts by the home health nurse to troubleshoot the problem. The user's treatment of antibiotics was delayed for 12 hours while waiting for infusion restarted. The infusion was restarted via gravity without the use of a pump. The initial reporter stated that there was no impact to the patient as a result of the delay. [Complaint-(B)(4)].